Event description:
It was reported there have been a total of ten (10) events in which the clinician will receive an "infusion complete/occlusion" message while using a 10ml prefilled saline flush. It was reported that each event has been the same, but experienced by different clinicians on different devices during different shifts. The customer process dictates that the flush given after an intermittent drug. However, once the flush is programmed and started, clinicians receive an ¿error message¿ that scrolls across the module ticker and says ¿syringe empty/pt side occlusion.¿ when they clear the message and hit restart, after about 20-30sec, the vtbi increases from the initial amount. This pr was opened to capture the generic feedback of the events. (B)(4) has been opened to capture a specific detailed event. There was patient involvement, however no patient harm. Upon further follow up with manufacturer representative education was provided to the customer stating "when using the pressure sensing disc, there is what is known as the back off feature. When an occlusion alarm is detected, the motor literally reverses and pulls the plunger back up until the pressure is normalized in the line. This means that the sensor that monitors the volume in the syringe identifies an increase of volume in the syringe and accounts for the volume pulled back. This is why you saw the volume to be infused (vtbi) increase. This is normal functionality with the pressure sensing disc." It was also noted the customer is using a 10ml prefilled saline flush which is not an approved syringe for the syringe pump.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.